Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) level of approximately 350 mg/dl overnight. On (B)(6) 2025, the user confirmed that the ilet automatically corrected the high bg without intervention and that no device or supply issues were observed. No hospitalization or lasting effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.